Event description:
Event description cpi received information that the patient of this bipolar lead had experienced shocking sensations in the shoulder area and that impedance measurements were abnormal. There has been no intervention in this case.